Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the data from implantable cardiac monitor has not been able to be transmitted to merlin.net. The device might not be communicated with mymerlin app. There was no patient consequences.